Event description:
Rptr had tissue expanders inserted in 1991. On 6/15/92 the left tissue expander was removed and a gel implant inserted. On or about 2/93, she started having pain in her hands and swelling of her feet, hands and fingers. She had several tests but they cannot find what is wrong with her. Her blood tests show her ana is too high. The tests have ruled out lupus. She had an MRI which did not show a rupture. She still feels pain in her hands, toes and fingers and has pain in all her joints. She also has headaches and has lost weight.